Event description:
It was reported that during a total colectomy procedure, the surgeon closed the device and thought a crunch was heard, however three fourths of the staples did not form. The anastomosis was not stapled properly, the staples did not form. Then the surgeon fired the device again because he did not think the device fired. The anastomosis had to be redone. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? Asku for both. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Asku. Was the spike of the trocar inserted lateral or through the staple line? Asku. What confirmation did the surgeon receive that the anvil was firmly attached? Asku. When the device was fired, where was the indicator within the green zone/gap setting scale? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Not sure if he heard the crunch. Were any unexpected noises heard? Were any of the forces higher or lower than expected? Asku. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Asku. Did the operation change significantly as a result of the device issue? Had to redo the anastomosis. What is the patient's age and sex? Unknown. Did a hcp other than the primary surgeon fire the instrument? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale. If the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.